Event description:
Product surveillance contacted the home patient (hp) on (B)(4) 2012 regarding the report of a leak. The hp reported that the issue was resolved by putting duct tape on the titanium adapter (this report is for the titanium adapter). The hp stated that when the adapter came off, he called his nurse and he said that she told him to just put tape on it. The hp stated that he felt sick and was not on any antibiotics at the time of the call. Baxter informed the hp that the titanium adapter coming off the catheter is a breach in sterility and that he needed to contact his nurse regarding getting it replaced. There was no report of patient injury or medical intervention at the time of this call. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding this patient. The pd nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2012. The patient is being treated with antibiotics and did not require hospitalization. The nurse reported that the patient did not cap his transfer set (addressed in separate report) when pausing therapy to use the bathroom and did not wear a mask. Retraining on proper technique was performed. The transfer set was changed out but no sample was available and the nurse did not know the lot number. The nurse also stated that there have been problems with the adapter and transfer set staying connected. Product surveillance asked the nurse to keep a sample of the transfer set if this happens again and to report any future issues to baxter. Dianeal therapy is ongoing and patient is recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As no sample is available, this complaint cannot be confirmed. There have been no recent changes to titanium adapter codes produced in the swinford plant that could contribute to this type of complaint. The root cause of this complaint has not been determined, however, no issues relating to the manufacturing process for titanium adaptor codes manufactured at the swinford plant have been determined.